Manufacturer narrative:
This is an ongoing investigation. Add'l info will be provided in a follow up report.

Event description:
According to the report, three neurosurgical cases of dense adhesions around bioglue was noted by the surgeon upon re-exploration. When the surgeon pulled on the adhesions, tissue came off with the bioglue.